Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to calibrate their sensor and her blood sugar was 436mg/dl. The customer was advised that the insulin pump is not going to let her calibrate a blood sugar over 400mg/dl so she would need to wait for her blood sugar to go below 400mg/dl and then try to calibrate the insulin pump. Troubleshooting was declined. The insulin pump was not returned for analysis.